Event description:
Pt seated on chiropractic table turned to lay face down on table. While bracing to lay down, she wrapped her hands around cushion and proceeded to lay down. This section (thoracic) of the table was in the cocked position, but should not have been. The pt's body weight caused the cocked section to release and drop approx 5/8". Pt's right middle finger became caught between plastic stop and bottom of cushion and cut off the tip of her finger (approx 1/4 of pt's nail). The portion of finger was surgically reattached.